Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified anterior tibial artery (ata). A 014 non-boston scientific wire was placed and advanced a 1.6mm jetstream sc atherectomy catheter. However, it was unable to cross the lesion and became stuck at the proximal ata. The device was retracted and pushed down again but it was still stuck. The physician tried to push and dilate the coyote balloon to allow a passage of the 1.6 jetstream catheter, but the balloon ruptured. The physician also tried a retrograde puncture, but it was unable to cross too. The procedure was then ended. No complications were reported.